Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error that recurred after initially being cleared. The customer was assisted with troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they could not program any bolus because they were unable to get through rewind/load process. The call disconnected initially but the customer's parent called back and was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been updated with this report.

Manufacturer narrative:
Unit received with critical pump error and multiple pump error 63 alarms confirmed in history file due to corroded electronic assemblies. Unable to verify pump error 19 due to critical pump error. Unit received with corroded motor home switch.